Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4 and h6. Corrected field: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "video goes blank¿ and "190 scope does not work¿ occurred because the scope socket was worn out, corroded, and damaged by rust, resulted in not being able to fulfil its functions. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited the video going blank and the 190 scopes not working. The were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the investigation, the reported issue was not able to be duplicated. The video went blank and the 190s scope did not work. In addition, the scope socket was found corroded and rusted, as well as a worn-out connector. Olympus will continue to monitor the field performance of this device.